Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "intracapsular rupture". Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported "in the axillary region, lymph nodes of usual morphology are seen, maintaining their fatty hilum, smaller than 5 mm" and "intracapsular rupture". This record is for the right side. Device was explanted and replaced with non-abbvie and is unknown if it will be returned. Anti-inflammatories were reported as treatment.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "in the axillary region, lymph nodes of usual morphology are seen, maintaining their fatty hilum, smaller than 5 mm" and "intracapsular rupture". This record is for the right side. Device was explanted and replaced with non-abbvie and is unknown if it will be returned. Anti-inflammatories were reported as treatment.